Event description:
It was reported that a patient has an infection alleged to be related to the vns surgery. The patient was recently implanted in (B)(6) 2019. Device history record was reviewed and the generator was confirmed to be hp sterilized prior to distribution. No known surgical intervention has occurred to date. No additional or relevant information has been received to date.